Event description:
This procedure is part of the (B)(6) study: target vessel recoil was reported, which required balloon angioplasty to resolve. No injury to the patient reported. Please reference MDR 2183870-2011-00198 for the other silverhawk device used in the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevent to the reported event.the difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B)(6) events.